Event description:
It was reported while using bd discardit¿ ii - 2-piece 10 ml syringe with 21g x 1" needle the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: rough / hard movement between plunger and barrel. Inconsistent drug delivery.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 15-mar-2023 . H.6. Investigation summary: a device history record review was completed for provided material number 300294 and lot number 2209520. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty (20) syringes were returned for evaluation by our quality team. The samples were inspected; however, no signs of defect were identified. Twenty (20) retained samples from the manufacturing facility were also obtained for evaluation; however, no issues were identified with the retained samples. As no functionality issue could be reproduced, an exact cause could not be determined at this time for the reported incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd discardit¿ ii - 2-piece 10 ml syringe with 21g x 1" needle the plunger was difficult to move. There was no report of patient impact. The following information was provided by the initial reporter: rough / hard movement between plunger and barrel. Inconsistent drug delivery.